Event description:
The customer contacted baxter's technical services center regarding an alarm, which occurred on the home choice (hc) during dwell 6 of 6. The caller cycled power and cleared the alarms prior to calling and tried to re-prime with the same supplies. The baxter technical service representative (tsr) told caller to disconnect and discard supplies. There was patient involvement but there was no patient injury or medical intervention was reported. Baxter product surveillance contacted the home patient on (B)(6) 2012. The home patient said he contacted his nurse regarding the re-use of supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against baxter products by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The reported use error--re-use of single use product was confirmed based on the customer report. However, the root cause could not be determined since it is uncertain why the customer re-used single use product. The label review found the labeling adequate for the prevention of the use error in this complaint.